Event description:
A customer reported that a pediatric pt received radiation burns. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.